Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis performed via device photos and noted no present damage on the xen injector or final product package. The cause could not be evaluated with the photos provided.

Event description:
Healthcare professional reported a xen®45 gts event described as "injector slider has unexpected resistance" during unsuccessful implantation in left eye. Device not implanted. No eye injury noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen45 gts event described as "injector slider has unexpected resistance" during unsuccessful implantation in left eye. Device not implanted. No eye injury noted.